Manufacturer narrative:
Samples received: none. Analysis and results: this is the second complaint for this code batch for the same issue. The previous complaint was closed as justified with the thread tangled inside the cassette. We manufactured and distributed (B)(4) units of this code batch into the market. There are no units in stock in b. Braun surgical warehouse. Without samples and or pictures showing the defect a proper analysis can not be performed. Reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfils usp/ep and bbs requirement. Final conclusion: without samples we are not in position of studying if the affected product does not fulfil the specifications. In consequence, a proper analysis cannot be done. Nevertheless, we take note of this incidence and if any sample is received in the future, we will re-open the case and analyze it. Please note that when no samples are received our analysis is very limited. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.

Manufacturer narrative:
Aesculap inc. (Importer) is submitting this report on behalf of b. Braun surgical s.a. (Manufacturer). Exemption number: e2014012 manufacturing site evaluation: evaluation on-going

Event description:
Country of complaint: new zealand suture difficult to pull out of cassette and recoiled, therefore making it no longer sterile.